Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose value of 500 mg/dl at the time of the incident. The customer stated they had an issue with a possible under delivery. The customer was not hospitalized. The customer was transferred to legacy to finish the troubleshooting. Nothing will be replaced or returned.